Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 340 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin. When removed from the infusion site (abdomen), the pod's cannula looked bent. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Insulin was able to freely flow through the fluid path. No timeouts or drive stalls were seen in the device data. A leak test was performed and no leaks were found along the fluid path. The adhesive welds were found to be misaligned, indicating that the adhesive pad was incorrectly installed.